Event description:
Syringe leaked passed the plunger.

Manufacturer narrative:
Reportable, clinician with potential exposure to patient blood.

Manufacturer narrative:
Reportable, clinician with potential exposure to patient blood complaint history reviewed for similar complaints, 8 found with the same size syringes. Customer notified of tolerance stack up and ongoing activities to address. Ra: air in sample identified in RMA-20036 with severity 7 - extreme.

Event description:
Syringe leaked passed the plunger.